Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported herniation of the reservoir out of place into the inguinal space cannot be established as the product is not available for analysis. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the ipp instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due herniation of the reservoir out of place into the inguinal space. It was suspected that this could be caused by a malposition of the reservoir but could not be confirmed. There were no patient complications.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due herniation of the reservoir out of place into the inguinal space. It was suspected that this could be caused by a malposition of the reservoir but could not be confirmed. There were no patient complications.